Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 18 ga x 0.75 in. Safestep infusion set with a y-site was returned for evaluation. An initial visual observation of the returned safestep revealed little use residues throughout the returned device. A functional test of attempting to pressurize the infusion set with water into the proximal valve using a 12 ml syringe revealed no observable leak in the infusion set. Nothing remarkable was observed throughout the returned infusion set. Because the problem could not be reproduced, this complaint is unconfirmed. Inspection of the returned device revealed no potential manufacturing related issues. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that rn noticed port hub ( 1st hub closest to the patient) was leaking small amount of blood and ns fluid. Rn was flushing patients port with ns before connecting a chemotherapy bottle. There was no adverse event or serious injury resulting from this case, just a minor hazardous spill. Rn had to remove port needle and insert a new port needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that rn noticed port hub ( 1st hub closest to the patient ) was leaking small amount of blood and ns fluid. Rn was flushing patients port with ns before connecting a chemotherapy bottle. There was no adverse event or serious injury resulting from this case, just a minor hazardous spill. Rn had to remove port needle and insert a new port needle. No other information was provided.